Manufacturer narrative:
Per good faith effort (gfe) response received 28nov2023, it was confirmed that the customer observed that the button cable was unplugged. The customer adjusted the cable to resolve the reported issue. No parts replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device cannot go into diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was recommended to open the user interface (ui) assembly and check the cable coming from the ui printed circuit board assembly (pcba) going to the switch pcba. It was also recommended to replace the touchscreen.